Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient was unable to get coupling bars while charging. The rep was planning to meet with the patient in the clinic. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Patient just needed reeducation on how to use the charger.  Patient is able to get 8 coupling bars at this time.  This issue has been resolved. No further complications were reported/anticipated.